Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump failure. The device was evaluated upon receipt. The device was tested and there was no flow. The circulation pump was replaced. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device flow rate of the water was zero. Per additional information via email from ibc on 08nov2023, the device did not sent in for a bd-approved facility for evaluation. They repaired the device on the customer site and the issue was zero flow rate, and they replaced a circulation pump. The issue was resolved by replacing the circulation pump. It was noted that there was no other malfunction found in the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump failure. The device was evaluated upon receipt. The device was tested and there was no flow. The circulation pump was replaced. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device flow rate of the water was zero. Per additional information via email from ibc on 08nov2023, the device did not sent in for a bd-approved facility for evaluation. They repaired the device on the customer site and the issue was zero flow rate, and they replaced a circulation pump. The issue was resolved by replacing the circulation pump. It was noted that there was no other malfunction found in the device.

Event description:
It was reported that the arctic sun device flow rate of the water was zero. Per additional information via email from ibc on 08nov2023, the device did not sent in for a bd-approved facility for evaluation. They repaired the device on the customer site and the issue was zero flow rate, and they replaced a circulation pump. The issue was resolved by replacing the circulation pump. It was noted that there was no other malfunction found in the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.